Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing frequent charging. Additionally, the patient is not receiving 24 hours of stimulation before the ipg depletes. Reprogramming and troubleshooting did not provide resolution. At this time, the next course of action is unknown.